Event description:
It was reported that 2 and a half years post implantation, the patient was given a depo-medrol injection as well as prescribed medrol doepak 4mg tablets due to greater trochanter pain as well as bilateral knee pain. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(6), item name: femoral stem cementless collared high offset 12/14 taper size 3 lot #: 3074345. (B)(6), item name: g7 pps ltd acet shell 52e, lot #: 7127194. (B)(6), item name: bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, lot #: 3090848. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that 2 and a half years post implantation, the patient was given a depo-medrol injection as well as prescribed medrol doepak 4mg tablets due to greater trochanter pain as well as bilateral knee pain. There is no further information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: greater trochanter pain and bilateral knee pain. Steroid injection given as well as medrol doepak. At follow-up: patient reports no problems with adl¿s, no pain. Leg lengths equal, no limp noted. Radiographs were not sent to mmi as sending the images would not enhance the investigation. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.